Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after charging the pump for an extended period, then eating a meal; glucose rose to 310 mg/dl and then trended downward to 290 mg/dl and troubleshooting and education were provided by customer care with guidance to meal announce as usual. Investigation of this case revealed the cause of the hyperglycemia was unclear. No clinical symptoms associated with elevated blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.